Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20-29 mg/dl. Cause was not known. As a result of low bg, customer lost consciousness, resulting in bruising. Paramedics were called who resuscitated customer, and administered intravenous fluids. Customer declined going to the hospital and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.